Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument passed the recognition and engagement test when placed in an in-house system. The functional sealing test failed. There was no smoke or sign of energy. The conductor wire was inspected at both the distal end and the back end and there was no damage found. Failure analysis also observed frayed cables. Both, the pitch up and down cables were frayed at the wrist. Small strands stuck out at the wrist. Failure analysis also observed that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were .175 - .123 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cables and/or the main tube abrasions with material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the maryland bipolar forceps instrument was not cauterizing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.